Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was venous closure of the right common femoral vein using a proglode device after a atrial fibrillation ablation interventional procedure using an 8f sheath. Reportedly, the first proglide device, was deployed as usual; however, the device did not take when retracted. When the device was removed from the anatomy, the sutures/knots was stuck in the suture bearing/o-ring. A second prostyle device was used, however, the link was loose before deployment. A thrid device used to achieve hemostasis. There was no adverse patient effect. No additional information was provided.